Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40, lot# 0211003452, product type: lead. Product ID 3389-40, lot# 0211003330 , product type lead. Additional review determined the following device code was not related to this event: (B)(4).

Event description:
Additional information received from a manufacturer representative reported the lead damage was not confirmed, but high impedances were measured. A revision was done and the leads were replaced. It was unknown if the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown.

Event description:
Information received from a consumer via a representative reported the patient was implanted for deep brain stimulation (dbs) for parkinson's disease. The consumer reported that wrestling may lead to broken wires, "suspected wire quality." Components involved with the issue was noted as the implantable neurostimulator (ins). It was unknown if any troubleshooting was done and unknown if the event was device related or if the cause had been determined. The patient was noted as "record and feedback." Clarification was obtained and it was noted the patient's lead might have been damaged due to the patient falling. The situation was reported to the physician but it was noted the physician had not encountered this previously and surgery might be needed to further understand. The family had doubts about the quality of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.